Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and tvt was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. The patient experienced pain, infection, and dyspareunia. On (B)(6) 2008 the patient underwent a mesh removal. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted, concurrently with a lavh due to chronic pelvic pain, and menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent posterior colporrhaphy on (B)(6) 2015 due to third-degree rectocele. No additional information was provided.